Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the a-side air filter contained a leak. The device was originally returned because the b-side generated an incorrect reading when the leak was found. Since the event occurred during routine testing, there was no pt involvement during this event.